Manufacturer narrative:
A2: 46 years, on (B)(6) 1973, male. B4: 13-may-2021. G1: mr. (B)(6). G3: 13-may-2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes. H6: health effect - impact: 4627. Medical device problem code: 2682. Type of investigation: 10, 3331. Investigation findings: 140. Investigation conclusions: 4315. H10: the surgeon had reported that an m6-c implant had collapsed. The patient reportedly had neck and arm pain. The radiographic images showed a collapsed disc with large osteolytic cysts surrounding the endplates. Limited information was provided; notably, no pre-operative, post-operative, interim or flexion/extension radiograph images were provided. The device showed evidence of mechanical failure. The provided information indicated that the device was damaged in situ. Although infection was suspected, the results of microbiological testing indicated that infection was not present in this case. Without radiographs or further clinical information, the sequelae of events that lead to the failure of this device is unclear.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that an m6-c artificial cervical disc was removed due to collapse.